Event description:
Patient alleges issue with an implanted clavicle plate. According to the patient a clavicle plate was implanted in (B)(6) of 2010, sometime in (B)(6) 2010 the plate failed. Patient alleges that the head of the distal locking screw broke off which caused a pull out of the other distal screws. The patient feels he was compliant after the surgery. A revision/removal surgery has not yet been scheduled.